Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: 6949-65 lead implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a lead integrity warning for oversensing of noise with high rate non-sustained and sensing integrity counter (sic) episodes. The lead was suspect of a fracture. The lead detection was programmed off. The lead was capped and a new lead was implanted. It was further reported that the right atrial (ra) lead had high thresholds. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.